Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc count in the platelet product. The rdf indicates that the trima accel system operated as intended. The measured wbc count is within the leukoreduction acceptance criteria or 12 x 10 to the power of 6 for tpp collections. Conclusion: no device failure. Collected product is within specs.

Event description:
The customer performed a triple platelet product (tpp) collection and would like the run data file investigated to determine a possible cause for the elevated wbc content in the platelet product. No medical intervention was necessary regarding this incident. The disposable kit was discarded the same day and is not available for return. Unit # (B)(4). This report is being filed due to an alleged device malfunction.